Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff did not reached the desired pressure. Maximum 8mbar was reached while 50mbar was expected. It's not reported when and where this malfunctioning is noticed nor when a patient was involved. It is not reported whether alarms were triggered. The intellicuff device is intended to continuously measure and automatically maintain the user-set cuff pressure of an endotracheal tube (ett) or tracheostomy tube (tt) during mechanical ventilation. The device log files (service log, error log, event log) of the ventilator device what was used in combination with this intellicuff are not provided to hamilton medical ag. This malfunctioning was reproducible. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff did not reached the desired pressure. Maximum 8mbar was reached while 50mbar was expected. It's not reported when and where this malfunctioning is noticed nor when a patient was involved. It is not reported whether alarms were triggered. The intellicuff device is intended to continuously measure and automatically maintain the user-set cuff pressure of an endotracheal tube (ett) or tracheostomy tube (tt) during mechanical ventilation. The device log files (service log, error log, event log) of the ventilator device what was used in combination with this intellicuff are not provided to hamilton medical ag. This malfunctioning was reproducible. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, intellicuff did not reached the desired pressure. Maximum 8mbar was reached while 50mbar was expected. It's not reported when and where this malfunctioning is noticed nor when a patient was involved. It is not reported whether alarms were triggered. The intellicuff device is intended to continuously measure and automatically maintain the user-set cuff pressure of an endotracheal tube (ett) or tracheostomy tube (tt) during mechanical ventilation. The device log files (service log, error log, event log) of the ventilator device what was used in combination with this intellicuff are not provided to hamilton medical ag. This malfunctioning was reproducible. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information:  **UDI related data quality updates only**  field d4 was updated with full UDI information.   Updated fields: b4, d4, g6, h2, h4, h11 hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: the user reported that this incident happened while no patient was connected to the device. The defective device was returned to hamilton medical ag under rga 92041. The investigation confirmed that the device failed to meet its specifications. The technician reported that the cuff connector was defective which is why the pressure could not be built up. The root cause was a visible crack in the connector. The applied air pressure could not inflate the balloon. Updated fields: b4, g1, g3, g6, h2, h6, h11.